Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to have their smart device forget all bluetooth devices and end all applications. Patient was then instructed to restart smart device then remove their transmitter and ground. Patient was instructed to call back if problem occurs again. There was no report any injury or medical intervention. No additional patient or event information is available.